Event description:
It was reported that the patient experienced erosion at the side of the cuff. Previous cuff of his artificial urinary sphincter (aus) was removed and the tubing was plugged. The patient had a good outcome with no further complications. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available. Additional information received. The patient symptoms that prompted the surgery were recurring incontinence and discomfort. The patient presented urethral erosion at the cuff side.